Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of lcs implants. Implants loosened due to poor positioning during initial primary procedure. There was metalosis showing in the joint. Implants were taken out very easily. Exact date unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿revision of lcs implants. Original surgery year was [year]. Implants loosened due to poor positioning during initial primary procedure. There was metalosis showing in the joint. Implants were taken out very easily. Exact date unknown¿. The product was not returned to depuy synthes, however photos were provided for review. See attachments "revision 29 april.jpg" and "revision 29 april2.jpg". Review of the photographic evidence revealed that lcs comp rp insert std+ 10mm has the central post that attaches to the tibial tray fracture; however, it cannot be determined whether this fracture occurred prior to or after the extraction process. Additionally, sings of what appears to be extraction marks were observed on the articulating surface of the lcs comp rp insert std+ 10mm. No other defects that could have contributed to the reported event were observed. The overall complaint was not confirmed as the observed condition of the lcs comp rp insert std+ 10mm would not contribute to the complained event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was indicated that there was loosening. On what interface did the loosening occur? ¿ loosening between the implant and cement.